Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances. During the replacement procedure, the lead was remeasured using a new device, and the impedance was within normal range. The previously implanted device was explanted and replaced. No patient complications have been reported as a result of this event.